Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000529 . A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be duplicated. The system was rebooted 6 times and fully booted each time, and the display was never lost. The manufacturer representative took apart the pendant and reseated the connections to rule out any loose cables. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant would go to the initial screen for a second and then turn off. The system was rebooted and the screen came back on. There was no patient involvement.